Event description:
It was reported that the recharger was not charging. It was noted that the recharger and plug icon were not appearing on the screen. It was noted that the green indicator light was on, and the connector pin and plug appeared okay, but recharger was completely dead regardless of plugging it in or not. It was noted that this started in may or june of this past year. An over-discharged implantable neurostimulator (ins) battery was suspected. It was noted that the last time stimulation was felt and recharging was successful was 6 to 12 months ago. It was noted that the patient had not kept up with recharging due to the recharger issues. It was noted that the patient didn't want to wait any longer to deal with this issue since he has stenosis and could hardly walk or move. It was noted that the patient had plugged the desktop charger in backwards. It was noted that the anomaly appeared to have occurred through product use. It was noted that the charging connector "may be damaged." Six days later it was reported that the patient was brought out of over-discharge. It was noted that the last time the patient felt stimulation was in may. It was noted that the patient had a combination power on reset (por) message with error code x3608. It was noted that por issue was resolved during the call. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).